Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a damaged instrument, specifically that the screw thread and screw were stripped on the suretrak ii medium clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
The clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw of the returned clamp had been cross threaded into the clamp arm and was seized. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.